Manufacturer narrative:
This report is submitted on february 4, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device exposing the electrode behind the ear and an infection at the implant site (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 18, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and was re-implanted with another cochlear device during the same surgery. This report is submitted on march 1, 2022.